Manufacturer narrative:
On (B)(6) 2017, the customer reported to have reverted to using insulin injections to manage diabetes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 200 mg/dl. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to change the infusion set site.